Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the surgeon had two incidences with retained fiber in the eye that had cataract procedure in the past two weeks. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record, and lot history could not be reviewed. The customer reported that they have had two incidents in the last two weeks of retained fiber in the eyes and wanted to know if the mayo stand cover in their pack had changed. A sample was not returned for this complaint. In regards to the inquiry of a change in the mayo stand cover, the pack bill of materials was reviewed and the mayo stand cover issued in the current pack revision is the same as the original pack revision. The root cause of the customer's complaint of the fiber in the eye could not be established as a sample was not received. Without a sample, it is not possible to isolate the root cause. No action will be taken at this time as a sample was not returned. The manufacturer internal reference number is: (B)(4).